Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, patient end bends. Stated, insulin leaks onto his injection site as a result of patient end bending. Stated, he's experienced this issue with previous boxes and he wasting pen needles. Stated, does not re-use and rotates different injection sites. Lot: 2026081. Catalog: 320550. Date of event: unknown. Samples: no.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, patient end bends. Stated, insulin leaks onto his injection site as a result of patient end bending. Stated, he's experienced this issue with previous boxes and he wasting pen needles; stated, does not re-use and rotates different injection sites. Lot: 2026081; catalog: 320550; date of event: unknown; samples: no.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.